Event description:
It was reported that a continu-flo solution set leaked at the y-site. The event was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured on july 2022. H10: the actual device was not available; however, retention samples were evaluated. The retention samples were visually inspected and no obvious issue/damage was observed. Gravity and under water leak testing were performed and no issues or leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.